Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H3, h6: a product investigation was conducted. Visual inspection: open alignment device (p/n: 279726401, lot #: gm4949502) was returned and received at us cq. Upon visual inspection, the tip of the device was found to be deformed. No other issues were identified on the returned device. Functional test: a complete functional test could not be performed as the device was returned by itself. However the deformed tip could have caused the complaint condition. Dimensional inspection: complaint relevant dimensional analysis could not performed due to the post manufacturing damage. Document/specification review: based on the date of manufacture the relevant drawing, reflecting the current and manufactured revision was reviewed: no design issues or discrepancies were identified. Investigation conclusion: the complaint condition could be confirmed for the returned device. There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. No damage was observed on the device that could have caused the complaint condition. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. H3, h6: a device history record (DHR) review was conducted: a review of the receiving inspection (ri) for fen open alignment device was conducted identifying that lot number gm4949502 was released in a single batch. Batch1: lot qty of (B)(4) were released on 28 mar 2018 with no discrepancies. As a result, the ri identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H6: the device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on an unknown date during an unknown procedure, the open alignment device was unable to be assembled. At the distal tip of the open alignment device, there were marks that made it difficult to insert the inner shaft. There was no surgical delay. The procedure was completed using a same like product. Concomitant device reported: unknown cement cannula (part# unknown, lot# unknown, quantity unknown) . This report is for (1) open alignment device. This is report 1 of 1 for (B)(4).